Event description:
During attempt at spinal anesthesia the needle sheared off in pt while being withdrawn from intro needle by the anesthesiologist. Approx 1 1/4 inches of needle remains in pt spinal area. Attempts made by the surgeon to retrieve the broken needle were unsuccessful.